Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient is currently in the middle of a series of injections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they met with the patient on (B)(6) 2021 to check the patient's spinal cord stimulation system because they had been rear ended in a motor vehicle accident in (B)(6) 2021.  Patient had back pain and a stabbing pain at the implanted neurostimulator (ins) site at the time of the accident.   The patient saw their doctor after the car accident and group a had been programmed at 1000 microseconds to try and get stimulation to their right side, but they were not successful.  The patient got an injection for the pain in their neck and the pain at the ins site.  At the appointment on (B)(6) 2021, the rep found that the patient was getting the settings not available message on their controller.  Impedances were checked and high impedances (40,000 ohms) were found on the 8-15 contacts and contact 6 showed caution.   Technical services reviewed that they would not be able to program anything with the 8-15 contacts to get pain relief, and would likely need a revision to address this matter.  X-rays were discussed with the rep, and they were redirected to the doctor to further address this event.